Manufacturer narrative:
Update: (d4) lot number updated from batch unknown to 0030441571. (D4) expiration date updated from unknown to 10/27/2025. (D4) unique identifier (UDI) # (B)(4). (H4) device manufacture date updated from unknown to 10/28/2022. (H6) device code updated from material rupture a0412 to inflation problem a0406

Event description:
It was reported that balloon rupture and shaft break occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure it was noticed that the balloon was lost in pressure and ruptured. The device was then pulled out from the patient body without anything left or needing to be snared or retrieved; but the shaft found snapped on the proximal portion of the catheter near the hub. The device was replaced, and the procedure was completed. There were no patient complications reported. It was further reported that the lesion was located in the circumflex artery. Furthermore, the balloon did not rupture. The device was inflated at 12 atmospheres and the balloon would no longer inflate due to the fracture on the proximal end of the catheter near the hub. The break occurred 3-4 cm from the hub.

Event description:
It was reported that balloon rupture and shaft break occurred. The 80-90% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure it was noticed that the balloon was lost in pressure and ruptured. The device was then pulled out from the patient body without anything left or needing to be snared or retrieved; but the shaft found snapped on the proximal portion of the catheter near the hub. The device was replaced, and the procedure was completed. There were no patient complications reported.